Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient went a-systolic while being treated with a csi orbital atherectomy device (oad). The target lesion was located in the distal left anterior descending (lad) artery. The physician used an al4 guide catheter and a luge guidewire in conjunction with a 1.5x15mm balloon to access the lesion. The luge wire was exchanged for a csi viperwire guidewire and the csi oad was loaded onto the guidewire. The physician successfully treated the proximal segment of the lesion using two runs at low speed. The physician then performed two runs at low speed in the distal segment of the lesion. During the fifth run at low speed, the patient went a-systolic. The physician immediately placed a temporary pacing wire and put the patient into ventricular fibrillation. The patient was then defibrillated back to normal rhythm. At this point, the patient had complete heart block and relied solely on the pacing wire. The lesion was then pre-dilated using a 2.5x15mm balloon @ 8 atms. The physician then placed a xience drug-eluting stent and post-dilated with a 3.5x15mm balloon.